Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during a cochlear implant surgical procedure, it was observed that the irrigation pump was not syncing with the on/off function of the drill pedal on the foot control device. According to the reporter, the irrigation kept on pumping whether or not the user's foot was on the drill pedal for the console device and the foot control device. It was further reported that the overall surgery time took longer due to the issue. However, it was difficult to provide an exact duration time as the issue was ongoing throughout the surgery. A spare device was not available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.